Event description:
The pt was pregnant and had started bleeding with lower stomach pains. It was later reported that the pt experienced a miscarriage. It was also reported that the pt has not been on seizure medications for approximately 4 years and has been seizure free with the ncp system. The pt had down syndrome which is the likely cause of the miscarriage. There is no evidence at this time that the ncp system caused or contributed to the reported event.